Event description:
During the implant attempt of the subject pacemaker, ventricular lead connection difficulties were incurred. Reportedly, clicking of the associated screwdriver was heard, but the lead could be removed by pulling. A duplicate screwdriver was used and yielded the same results. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.